Event description:
User receiving high calcium results for one pt sample. User unable to provide exact date incident occurred. Initial result 10.5 mg/dl, repeat at another site gave 9.0 mg/dl. Erroneous result was not reported. If additional information is received, appropriate notification will be provided.